Manufacturer narrative:
The serial number and device manufacture date have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
After having multiple unknown repairs by dealer, consumer claims while crossing intersection, the unit frame broke and threw her out of chair and she sustained injuries.

Event description:
After having multiple unknown repairs by dealer, consumer claims while crossing intersection, the unit frame broke and threw her out of chair and she sustained injuries.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.